Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone of experiencing air bubbles and was not able to clear air bubbles from reservoir. Customer's blood glucose was unknown. Troubleshooting could not be completed as this was a past event. Reservoirs would be replaced.